Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lot number was provided. A followup report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the entire length of stent delivery system (sds) and on the coil dispenser, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There were reddish fibers in length of 3 mm observed inside the ring of the coil dispenser after the sds was removed, confirming the reported information. There was no damage noted to the sds. The chemical analysis report revealed that the fiber-like contaminant remains as an unknown, but shares peaks in common with types of cellulose fibers with blood visible on the surface. The fibers did not resemble the hairnet and smock gown fibers found in manufacturing. Possible sources for cellulose fibers include, but are not limited to, different types of cleaning paper, wipes, or gowns. All products are 100% inspected for contamination throughout the manufacturing process, including the point where the device is packaged. In this case, it is possible the catheter came in contact with the wipes or some type of cloth prior to the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, a conclusive cause for the reported foreign material could not be determined. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that there was foreign material stuck on the xience v stent. It is unknown if the xience v was inserted into the patient. There were no adverse patient effects reported. Though requested, there was no additional information provided.